Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that skin irritation is causing rashes, sores, and bruising had occurred while wearing the pod on their abdomen longer than 48 hours. The patient visited their dermatologist about a month ago, who prescribed something that was not approved by the patient¿s insurance. Additionally, the patient mentioned they do apply cortisone or polysporin after removing the pod and uses flonase, which were not prescribed medications.